Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that before a surgery the field service engineer noticed that the back hydraulic foot was damaged. It was missing the black plastic cup and the metal screw was bent. He replaced the hydraulic foot with another that he had brought with him.

Manufacturer narrative:
Following the investigation, the root is a shock during transportation. The replacement of the damage part (hydraulic foot) has been performed on the same day prior to surgery.